Event description:
It was reported that during the trial scs implant procedure on (B) (6) 2009, the physician had difficulty inserting the epidural needle into the pt's epidural space. It was reported that the pt experienced a dural tear, but the physician was able to complete the implant procedure. The physician discarded the epidural needle and did not return it to the MFR for eval. F/u on the pt found that she healed fine relative to the dural tear, received her permanent scs system on (B) (6) 2009, and is doing well.

Manufacturer narrative:
Eval: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.